Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump got wet and an altitude alarm occurred. Customer's blood glucose levels were not affected. Customer was able to clear the alarm and resume insulin delivery.